Event description:
Treatment of an avm. It was reported that the catheter broke off during removal from the onyx cast. Approximately 20 cm of the broken segment was successfully retrieved from the patient via surgery intervention.no complications were reported with the patient as a result of the event.same event as MDR# 2029214-2011-00439.

Manufacturer narrative:
Additional information received regarding the lot number of the onyx involved. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).